Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the customer reported issue was duplicated. During inspection it was noted that dents and scratches were on the plastic cover. A clog was found in the scope and a stent was discovered stuck in a channel. Minor scratches were found on the insertion tube. Minor dents and scratches were found on the light guide tube. No cause was concluded. The device was serviced and returned to user facility.

Event description:
It was reported that during inspection it was noted that a stent broke off inside of the scope's distal end. There was no patient involvement related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The DHR was reviewed and it was confirmed that the subject scope was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and was unable to conclusively determine the root cause. However, the legal manufacturer believes that 2 devices were inserted into the biopsy channel at the same time and overlapped inside the channel; the resulting diameter of the devices was larger than the diameter of the channel, resulting in the stent lodged in the channel. The likely cause was determined by the legal manufacturer to be due to user handling.